Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The customer identified the IV set used with the pump as 2c8541. The following warnings are listed in the baxter compatible set list for specified IV set: "some sets contain two or more slide clamps. Only the slide clamp on the pumping section or on the section with the main roller clamp should be used for pumping operation and clamp detection. Other slide clamps on the set must be used with the set and need to be observed and controlled by the user," and "rigid unvented containers used with unvented sets or vented sets with vent closed, will cause upstream occlusions that may not be detected by the infusion pump." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there have been two (2) to four (4) reports each month of spectrum infusion pumps alarming upstream occlusion with slow flow or no flow. This happens when using a spectrum infusion pump together with clearlink duo-vent c-flo set, a non-baxter closed system transfer device and one-link needlefree IV connector. The non-baxter closed system transfer device is connected to the distal end of the administration set, another non-baxter closed system transfer device is connected to the one-link. Once the connection is made there have been instances of upstream occlusion alarms with slow flow or no flow. There was patient involvement but no patient injury indicated during the initial report. No additional information is available.